Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient noted decreasing stimulation, but it feels like it goes higher. They also shut therapy off on (B)(6) 2019, but was still feeling stimulation down the leg, it was shocking them, and they could barely walk. The patient also thought they had a bladder infection since (B)(6) 2019 (about a week ago) and went to the hospital to get "it" checked; "they" told the patient "it" was related to their ins. They also reported a bad fall in 2018 (about a year ago) and noted having an appointment with their healthcare provider (hcp) on (B)(6) 2019 to have the ins checked. The call center advised the patient to consider decreasing amplitude, but the uncomfortable stimulation issue was not resolved. As a result of what was reported, they were redirected to their hcp. No further patient complications have been reported as a result of this event.